Event description:
New information received notes that programming changes were done. Patient status was unknown.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was undersensing r-wave. No intervention was performed. The patient was in stable condition.